Event description:
(B)(4). Severe pain in the pelvic area, pain during and after intercourse, severe menstrual pain, and cervical dysplasia. Tenderness in the breast.

Event description:
(B)(4). Hair loss, teeth rotting out, severe depression.